Event description:
A surgeon reports following flap creation, bubbles were noted in the anterior chamber. The surgeon did not attempt to lift the flap, instead sent the pt home. The pt returned the following day, the bubbles had dissipated and the surgeon performed the refractive surgery without any further issues. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).